Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -5.0/+3.0/087 into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vault. Later on (B)(6) 2023 a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.